Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned and material rupture was not confirmed. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-1510x pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.

Manufacturer narrative:
The one device belonging to the sole complaint is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-1510x pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.